Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer¿s blood glucose at the time of event was 40 mg/dl. The current blood glucose value of the customer at the time of the call was 142 mg/dl. The customer did not experienced any symptoms of low blood glucose value. The customer treated low blood glucose with food. Emergency medical services (ems) was dispatched due to low blood glucose. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was performed. It was unknown if the customer will continue the use of the device or not. The product will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Daily total collection start time = (B)(6) 2023 00:00:00.000 daily total of all insulin delivered = 10.85 daily total of basal insulin delivered = 9.45 daily total of bolus insulin delivered = 1.4 daily total collection start time = (B)(6) 2023 16:51:34.000 daily total of all insulin delivered = 10.125 daily total of basal insulin delivered = 4.625 daily total of bolus insulin delivered = 5.5. (B)(6) 2023 15:21:18.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 1.4 bolus amount delivered = 1.4 (B)(6) 2023 16:54:26.000 normal bolus delivered. Bolus programming method = bolus wizard normal bolus amount programmed = 3.7 bolus amount delivered = 3.7 (B)(6) 2023 20:07:44.000 normal bolus delivered. Bolus programming method = bolus wizard normal bolus amount programmed = 0.7 bolus amount delivered = 0.7 (B)(6) 2023 22:23:46.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.1 bolus amount delivered = 1.1 please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:45:49.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 06:34:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 16:05:00.000 (B)(6) 2023 16:15:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:36:00.000 (B)(6) 2023 16:46:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:47:26.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 3:58:00 am. There was no power data available for the event date of (B)(6) 2023. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm and power loss alarm noted during the testing. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 13:23:38.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 13:33:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 14:13:22.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 15:31:16.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 15:41:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 06:09:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 06:19:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 09:18:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 09:20:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 09:23:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. (B)(6) 2023 09:25:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b1,b2,b5,d10,h1 with this report.

Event description:
The insulin pump was returned for analysis. High blood glucose level was 16.1 mmol/l (289.8 mg/dl). Customer did not allege over delivery or under delivery of insulin. The customer was treated with glucose intake.